Event description:
Surgical procedure required the pt in prone position, pt head and face was positioned using a medical device named face-cradle manufactured by mercury medical, pt went prone at 805am till 1415pm when it went back to supine position the pt suffered pressure sores on his chin and forehead due to the resting on hard plastic bars that are underneath face pillow to hold it in place. Procedure took about 6hrs and the pt was (B)(6) at the time of the procedure.